Event description:
Boston scientific received information that during pre-discharge follow up, this left ventricular (lv) lead was found dislodged and exhibited loss of capture (loc) at maximum outputs. The patient was asymptomatic. A surgical intervention was performed in which the lead was extracted and re-cannulation was attempted. During re-cannulation, however, a competitor guide wire dissected the coronary sinus (cs). The physician subsequently elected to plug the lv port and bring the patient back in at a later date. No patient symptoms were reported from the cs dissection. Additionally, the patient is in chronic atrial fibrillation (af) which will be managed medically. The return of the lead is unknown at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.